Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to unknown reasons.

Manufacturer narrative:
This event was reinvestigated due to additional information received on (B)(6)2019. Updated incident description, event problem and evaluation codes.

Event description:
Allegedly the patient was revised due to unknown reasons. Additional information received on 09/16/2019: the patient developed metallosis in the subfacial space with a large amount of necrotic material and gray staining of the fluid, bone cysts, pseudotumors, high levels of metal ions in the blood stream such as chromium and cobalt, loosening of the acetabular cup and the femoral component and destruction of the bone, due to release of metal into the patient surrounding tissue as the metal on metal implants created friction at the joint. (Left hip).